Event description:
It was reported that the customer experienced a high blood glucose level of 413 mg/dl after eating. She expressed that her symptoms included frequent urination and nausea. The customer treated with both the insulin pump and manual injection. Troubleshooting was performed on the insulin pump. It was found that insulin exited the tubing, though one bubble was found. The bolus history was found to be accurate. At the time of the report, the customer's blood glucose level was at 147 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.